Event description:
Intra aortic balloon entrapped requiring surgical removal. Intra aortic balloon pump alarmed "blood detected". Flecks of old blood were noted in extension tubing near intra-aortic balloon pump. No blood was evident in intra-aortic balloon catheter. Intra aortic balloon had been functioning without problems since insertion. Attempt to remove intra aortic balloon met with resistance. A femoral bypass performed for removal.